Event description:
Implantation: 2008. Explantation: 2009. Affiliate reported that the surgeon explanted the catheter due to a shunt infection.

Manufacturer narrative:
It has been communicated that the customer will use their own microbiology lab to investigate the product, therefore, it is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.